Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the stent component remains implanted and is not available for return. The remainder of the device component is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The complaint included a single photo and a short video of the complaint product. The product analysis lab reviewed the photo and video. The evaluation is documented below. [Photo & video review]: one photo and one short video were attached to the complaint file. The photo shows the two delivery wires next to each other where one seems shorter than the other, but the total length of each delivery wire was not captured. In the video, however, it is observed that the proximal end of both delivery wires is aligned, and it was confirmed that one of them is shorter. It is not known if the second stent is from the same lot number. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393489. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint that the delivery wire of the first stent was shorter than the second delivery wire was confirmed based on the evidence observed on the video, however, it cannot be determined if the length is out of specification without performing a dimensional inspection. This investigation was performed based only on the photo and video provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Stent deployment difficulty is a known complication associated with use of the enterprise vascular reconstruction device and is listed in the instructions for use (IFU) as such. Premature deployment of the stent in the patient could have led to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. In addition, the patient underwent an additional surgical intervention by placing a second stent. Therefore, this event is usfda reportable under 21 cfr 803. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (B)(4) became prematurely deployed in the patient (in an unintended site). The physician released a second stent (catalog and lot number unspecified at the time of the complaint initiation) in the target position to complete the procedure. It was reported that the physician compared the delivery wire of the first stent with the second stent and noted that the delivery wire of the first stent was shorter than the delivery wire of the second stent. The stent component of the first stent remains implanted, but the delivery system will be returned for evaluation and analysis. There was no report of any patient impact. The complaint included a single photo and a short video of the complaint product. On (B)(6) 2023, per the cerenovus sales representative, additional information related to the procedure and the reported device issue is not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only one (1) delivery wire was returned; it was observed to be in good condition. The distance between the delivery wire tip and reference marker was measured, and it was confirmed to be within specifications. The issue reported regarding the stent component being prematurely deployed was confirmed since the delivery wire was returned with the stent no longer connected to it. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Regarding the shorter size of the delivery wire in comparison with the second delivery wired used, this issue cannot be evaluated since only one delivery wire was returned to the laboratory. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 7393489. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 12-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.